Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). Caller reports the patient had a spinal cord stimulator implanted today and following the implant, they were told their device is off, however they moved their head and now they are feeling "sharp zaps down their leg" that is "significant". Caller was unable to provide any information regarding what model number the patient was implanted with, and they did not know if the patient had any controller or handset device. Caller states she has a document that states "trial guide" and some medical information stating "paddle electrode placement" with the numbers 8 and 9. Caller states she called mdt rep, who was in the implant procedure, but was unable to reach her. At the time of this call, the patient was located in drs, however no implant information was documented. Ts transferred caller to nas to page a local rep and advised caller to have the patient meet with the physician, as they are still at the facility. Caller states she plans to do this after the physician is done with their current procedure. Caller disconnected call when transferring to nas.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.